Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI is unknown. No product information has been provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case and the battery door were cracked. Check syringe plunger sensor error alarm was identified in the event history log. During the functional testing the check syringe plunger sensor was found at power up and two flippers were found to be stuck. The dowel pin came off. The root cause of the problem was known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Re-assemble and install a new dowel pin and plunger head mount and performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump had a broken plunger lever. No patient injury was reported.